Event description:
It was reported while infusing ondansetron there was reported air-in-line and the alarm didn't alarm. The ordered infusion rate was 100ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was 50ml. In addition, sodium chloride was running at 300ml/hr. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? ,returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the pump module not alarming for air-in-line was not confirmed through review of the device logs or replicated during device testing. Inspection and testing of the pump module did not find any existing malfunctions. No anomalies were observed with the air detection system. The suspect device was found to alarm for air-in-line and accumulated air as designed and within specifications. The system was powered on 09jan2025 at 12:56 pm. The air bolus limit was configured to 250 l, and accumulated air was enabled. At 1:38 pm, an infusion for an unknown drug was started at a rate of 100ml/h and a volume to be infused (vtbi) of 50ml. The infusion finished at 2:08 pm, transitioning to kvo. The channel key was selected, and the infusion was started again, with a vtbi of 20ml. An air-in-line alarm was observed at 2:09 pm, lasting a total of 2 seconds. The infusion was stopped and the channel off key was pressed shutting down the device. At 2:11 pm the channel key was selected, and at 2:12 pm, an infusion was started with the previous parameters. Ten (10) seconds later, a second air-in-line alarm was observed, lasting a total of 6 seconds before the unit was channeled off. Per label review, the alaris pcu and pump module technical service manual (v9.33) states the following: the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl.) When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a predetermined number, depending on the bolus size selected as the air-in-line detection threshold. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: pump module s/n (B)(6) (suspect). Device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported pump module not alarming for air-in-line was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be detecting air-in-line within specification. It was noted during the log review that two (2) air-in-line alarms were observed on 09jan2025 between 2:09 pm and 2:12 pm. Note that this report lists imdrf annex a1801, g04037, g02017, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing ondansetron there was reported air-in-line and the alarm didn't alarm. The ordered infusion rate was 100ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was 50ml. In addition, sodium chloride was running at 300ml/hr. There was patient involvement, but no harm.